Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as 2017, exact date is not known; date of explant reported as (B)(6) 2017, exact date is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient had an open heart surgery a year ago in 2017 on unknown date. Post-operatively patient developed an infection. On unknown date patient was returned to surgery for removal of all the sternal wires (unknown manufacturer). Surgeon performed a sternal reconstruction using synthes plates (unknown quantity) and screws (unknown quantity) on unknown date in 2017. In (B)(6) 2017, patient was returned to surgery for hardware removal due to draining wound. One (1) plate and unknown quantity of unknown screws were explanted. On (B)(6) 2018, patient was revised due to chest wall debridement for exploration of draining wound. Hardware was not removed and was intact. There was no delay in surgery. Patient status was reported as good and procedure was completed successfully. This report addresses hardware removal due to draining wound in (B)(6) 2017. Revision for exploration of draining wound on (B)(6) 2018 is addressed in (B)(4). This report is for one (1) unknown screw this is report 2 of 2 for (B)(4).